Event description:
Reportedly, subject returned for sfa occlusion for knee popliteal bypass surgery. Previously in 2007, patient was treated with angioplasty and viabahn stent. From op report for procedure seems to indicate that it is viabahn stent being treated. Device remains implanted; no product returned.

Manufacturer narrative:
Device not returned.